Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colostomy closure, while using the device in colorectal anastomosis, the device cut but did not stapled. The staples did not hold the fabric at both ends. The event lead to or extend patient hospitalization for 20 minutes. A new stapler was used to complete the case. There was no patient injury.